Event description:
Caller reported a cgm error indicating an issue with the device. There was no adverse impact to the customer's blood glucose level. Following assistance from technical support, the customer performed a pump reset, which resolved the issue, and they successfully started their sensor session.